Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: dtba1d1, ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a rv pacing impedance alert was triggered on the right ventricular (rv) lead for high impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.